Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in airway from device, dry cough, heavy breathing and particles in filter and water tank related to a ventilator's sound abatement foam. A correction to b5 was made and should be: the manufacturer received information alleging airway from device, dry cough, heavy breathing and particles in filter and water tank related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no visual outstanding issues. The external portion of the trilogy air inlet did not show any visual indications of a particulate matter. No airpath inlet filter came with the unit at the time of the unit being brought to the product investigation lab. The manufacturer visually inspected the device internally and the unit airpath assembly foam and unit airpath foam, blower bellows flow path including outlet and bacteria filter looked clean. The tech could see few foreign dust particles of external origin inside the transition tubing. The unit was operated at the pil lab in conjunction with a bacteria filter and a mechanical quick lung. After the unit operation, the bacteria filter looked clean without any visible particulates. In addition, during the visual inspection, tech could not find any signs of particulate related to black foam inside the unit after disassembly of the unit. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation as pil tech could not find any signs of particulate matter indicative of contamination inside the unit after disassembly of unit, but few foreign dust particles of external origin inside the transition tubing were observed. Section h7 and h9 was missing and has been updated. Section h6 is corrected and updated.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.